Event description:
The customer reported that the system intermittently displayed a workstation system error. The workstation would not function alone unless connected to c-arm mainframe. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board and the software were installed during the service call. The system was tested and found to be working as intended and returned to service.